Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the tamper seal removed/broken, on the plunger assembly. Physical damage, chipped out on battery door. The pump event history log review showed motor not running error during occlusion test. The root cause is a combination of work coupling and work gear that does not operate as intended due to normal wear as the pump is over 7 years old. The technician replaced the worn coupling and worn gear. Performed preventive maintenance (pm) and all functional testing. The device passed all functional/delivery tests.

Event description:
It was reported that a motor not running error was displayed. No patient injury was reported.